Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vein. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 5atm within 10 seconds and 6atm within 5 seconds accordingly. However, it was noted that the balloon ruptured at second inflation. The procedure was completed with another of the same device. There were no complications reported.